Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device in excellent condition. The pump event history log review showed a force sensor background (bgnd) test error during occlusion test. The root cause of the reported event is that the plunger cable does not operate as intended as a result of normal wear and the pump is over 11 years old. The technician replaced plunger cable. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that a force sensor background (bgnd) test alarm was displayed. No patient injury was reported.